Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced during evaluation. While attempting to program an infusion the screen would return to the home screen confirming the customer's allegation. The device evaluation confirmed all keys to be intermittently inoperable except the second soft key. It was observed that when the second soft key was selected, an automatic output of the first soft key would occur instead. This failure mode would cause the care area option to engage while attempting to pick a drug from the drug library giving the impression of the screen cycling. This condition was caused by a failed keypad, which was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump experienced "screen cycles," which was clarified during baxter's evaluation as a repeated/duplicate keypad output. It was also reported there was no patient involvement.